Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported imaging issue is due to procedural conditions. The cause of the reported incomplete coaptation cannot be determined. The reported medical intervention and delay to therapy are the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. Imaging was difficult due to shadowing of the device. After deployment of the second clip, it detached from the anterior leaflet (single leaflet device attachment (slda)). A third clip was implanted to stabilize the slda however the mr remained at 4. A clinically significant delay in the procedure occurred due to the need to deploy an additional clip. No additional information was provided.